Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl and 600 mg/dl. Customer also reported that the reservoir had air bubble anomaly. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer stated that the air bubbles were noticed during therapy. Customer stated that the approximate size of air bubbles in both sets and the reservoir. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for air bubble. The device will not be returned for analysis.